Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The sales rep reported that the surgeon emailed him to say that an exeter stem had broken.

Manufacturer narrative:
An event regarding fracture of an exeter stem was reported. The event was confirmed. The device was returned for evaluation. The returned stem was fractured through the distal portion of the stem, confirming the reported event. Material analysis indicated the exeter stem fractured in fatigue with the origin centered along the lateral surface. The discolored region along the medial side of the stem showed indications of micromotion likely due to breakdown of the cement mantel. Elemental analysis indicated that the discoloration was composed of biological material, bone cement and corroded product. "No material or manufacturing defects were observed on the surfaces examined." A review of the provided x-rays by a clinical consultant indicated: ¿after seventeen years in situ, cyclic loading of the varus stem at the junction of the loose proximal and fixed distal segments resulted in the inevitable fatigue fracture of the stem. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. Conclusions: review of the provided x-ray images by a clinical consultant indicated the root cause of the femoral stem fracture was loss of proximal support due to cement mantle degradation. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.

Event description:
The sales rep reported that the surgeon emailed him to say that an exeter stem had broken.